Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving effective stimulation coverage on her left side. As such, the patient underwent surgical intervention where the lead was explanted and replaced. The patient reported effective stimulation therapy postoperative.